Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: in this case, the customer was not willing to provide any further information on this event. Therefore, the device was not returned for evaluation, no details regarding what issue warranted the intervention or what comorbidities the patient had were provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
D1 and g4: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. As the report received from australia via implant patient registry (ipr), this 290025mm valve implanted in aortic position was explanted from a 59 years old patient after an implant duration of nine (9) years and eleven (11) months for unknown reason. A bioprosthetic valve was implanted in replacement.